Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on edge of objective frame, bent and dented outer tube, loose adapter, cracked video connector and failed light transmission were found. A root cause could not be identified. Based on the results of the investigation there is cause traced to component failure that led to the malfunction. The scope has no image caused by defected outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope presented poor vision. The event was identified at inspection before use. There were no reports of patient harm.